Manufacturer narrative:
(B)(4). Date of alcl diagnosis: (B)(6) 2020. The reported events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: lymphoma-alcl-suspected and lymphadenopathy.

Event description:
Patient reported for unknown side "experiencing bia-alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Patient representative reported "a diagnosis of bia-alcl, rashes, tingling skin," "severe inflammation of lymph nodes," "fear of cancer recurrence, emotional distress, pain and suffering." Histopathological markers cd30+ and alk- have not been received. Patient representative additionally reported "hair loss, open skin sores," which are not device related. Treatment included: a mastectomy, chemotherapy, radiation, and stem cell transplants. The device has been explanted.